Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported finding insulin inside the reservoir compartment of his insulin pump yesterday. Customer's blood glucose is 136 mg/dl. He said the night before he found the insulin in the reservoir compartment, his blood glucose was rising. Customer was not hospitalized, but his blood glucose went over 600 mg/dl. He treated with manual injections. The next morning his blood glucose was 289 mg/dl. He changed the infusion set, but not the reservoir. When he changed his reservoir later, he noticed insulin inside the his insulin pump. After changing the reservoir, customer's blood glucose was normal. Nothing further reported.